Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, progression of the underlying disease led to the need for a removal and revision surgery. The genesys spine implants are not believed to have contributed to the progression of the underlying disease as they were found to be fully intact and their were no signs of infection reported.

Event description:
On (B)(6) 2012 a patient underwent a two-level lumbar fusion at l3-l4 and l4-l5. On (B)(6) 2019 the patient underwent a partial removal and revision surgery due to the progression of the underlying disease. At the time of the removal and revision, the pedicle screws were found to have performed as intended. There were no signs of infection and the removed hardware was intact. The left pedicle screws at l4 and l5, the right pedicle screw at l5, two (2) crosslinks, and one (1) rod were removed and replaced and the construct was extended.